Event description:
It was reported a nurse described inability to change from voo mode. Battery changed despite vvi at 50 bpm (beats per minute). Battery depleted a couple days later. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, side bail cover, ring cover and battery drawer are broken. Battery release is contaminated, lead flex cover is corroded, battery contacts are compressed, and the ring bail is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.